Event description:
It was reported that during a knee surgery the #1 implant remains in the patient. According to the reporter, the second implant was jammed. No further patient or event information was provided at the time of this report.

Manufacturer narrative:
Follow-up communication with the event reporter provided additional information that after the #1 implant was deployed the surgeon was unable to deploy the #2 implant because it was jammed in the cannula. The #1 implant remains in the patient, as the surgeon could not remove it. The sutures cut and the #1 implant is not completely tightened down. Patient's demographics (date of birth & weight) and the date of surgery were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and an evaluation was conducted. The complaint was confirmed. One device was returned with the hand piece, one implant and suture. Suture loops were placed in between the depth stop and the hand piece. Visual evaluation of the returned device revealed that the implant on the short suture construct is missing, and the implant on the long suture construct is severely damaged. One of the wings on the long suture construct is bent outward and the other wing is bent inward. The suture is frayed at the short suture construct. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely cause(s) of this event is not allowing the trailing suture to remain free and unobstructed during implant insertion, the user not following the deployment sequence as stated in the surgical technique guides or excessive insertion force being applied during the operation of the device. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.